Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions). A getinge field service engineer (fse) evaluated the unit and was able to confirm the reported malfunction. The fse replaced the ac power cord reel (0012-00-1688-28). The fse then checked that mains was working and that the battery was charging. The iabp was handed over to the customer and was ready for use.

Manufacturer narrative:
Updated field- b4, d8, g3, g6, h2. Corrected field- d9, h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were able to verify a broken connector. The fse was unable to replace the exact part as it is obsolete. The fse replaced the video generator assembly. The unit passed all functional and safety tests and was returned to customer. The following was performed by (B)(4) sr service technician of the maquet failure analysis and testing dept. (B)(4). The fat department received the nbs video generator, upper display pcb, cable. Performed a visual inspection of all parts received and found that the cable has a broken connector and j4 on the video generator is damaged. The upper display is in good condition. Due to the broken cable connector and j4 connector of the video generator. It cannot be installed and investigated any further. The non rohs revisions are obsolete and no longer accepted to be tested by supplier.

Event description:
It was reported that during repair, the cardiosave intra-aortic balloon pump (iabp) customer pulled cable loose on display and the connector was broken. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.